Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-03838. The patient (B)(6) has an occipital nerve stimulator comprising of two leads and an ipg. The patient experienced intermittent pain relief despite numerous programming attempts. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-03838. Follow-up identified the patient's wound issue has resolved (reference MFR. Report: 1627487-2018-03832) and the patient is able to use the stimulator with good effect.